Manufacturer narrative:
The unit was received with a partial display due to moisture damage on all electronic assemblies. Analysis was unable to perform the pump self-test, displacement test, operating currents measurement, and the off no power test due to a partial display. The unit had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer called in to report that the lcd was damaged and was unable to read it. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.